Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's husband reported left side rupture and exchange of textured device due to product concern. Patient later reported rupture, and implant replacement from textured to smooth due to the patient's concerns with the product. Healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband reported left side rupture and exchange of textured devices due to product concern. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) opening). ¿ anxiety - product/ procedure : unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient's husband reported left side rupture and exchange of textured devices due to product concern. Later, healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient's husband reported left side rupture and exchange of textured devices due to product concern. Device has been explanted.